Event description:
Customer states buttons on keypad are not responding on insulin pump, he states keypad is freezing. Customer's blood glucose is 89 mg/dl. Customer was advised that insulin pump would need to be replaced and to revert to back up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners. Intermittent button response due to moisture damage on keypad traces.